Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. The returned device indicated a missing grommet. The returned device found a set screw with a rounded socket. The returned device indicated the set screw was found in the connector bore.

Event description:
It was reported that during the implant procedure of the implantable pulse generator (ipg), the device screws could not be fixed and the lead could not be connected with the device. The ipg was removed and replaced with another device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.